Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle 18x1in blunt fill experienced packaging tears while opening leaving paper shards in sterile room/field. The following information was provided by the initial reporter: material no.: 305181, batch no.: unknown. The concern we have with this exact blunt fill needle is that the paper packaging the needles come in leaves dust particles in the air that the plastic covers do not or in the case of the cardinal needle, no package at all.